Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies and resumed insulin delivery. System check was performed by tandem technical support and no issues were identified. Customer¿s blood glucose level was in the 162-173 mg/dl range.